Event description:
A user facility reported that a patient who had received three ercps procedures in one week was taken to a nearby hospital following a diagnosis of hematoma and hemorrhage in the area surrounding the patient's liver. The patient was reportedly doing well after the medical intervention done in the nearby hospital. The type of intervention performed was not described.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The hospital reported that there was no device malfunction noted in the device during and post-procedure. Therefore, this report is being filed as an MDR in an abundance of caution.